Manufacturer narrative:
One device was returned for repair. Event logs did not show any errors. No previous service was noted in the last 12 months. Unable to confirm complaint by using onboard diagnostic tests. Device performance was tested and passed all verification tests.

Event description:
It was reported that the pump showed a force sensor error (b2102011). There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.